Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the syringe was short filled. There was only 1cc of sterile water found in the syringe prior to use.

Event description:
It was reported that the user found that the syringe was short filled. There was only 1cc of sterile water found in the syringe prior to use.

Manufacturer narrative:
Received only the syringe for evaluation. The reported event was confirmed as cause unknown. Per the visual evaluation. It was observed that only 1ml of water was inside of the syringe. No crack or defect was observed on the barrel or plunger. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"